Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device noted tool marks on the device case on both sides of the antenna housing; no irregularities were noted upon inspection of the header and lead barrels. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific, crm received information that this cardiac resynchronization therapy defibrillator (crt-d) had oversensed atrial events on the right ventricular (rv) channel. A period of ventricular asystole longer than 2 seconds was noted. A boston scientific technical services (ts) consultant stated atrial artifacts seen on the shock channel were a possible indication the defibrillation leads had been switched in the header. No adverse patient effects were reported. This device was returned several years later without allegation. No adverse patient effects were reported.